Manufacturer narrative:
(B)(4).

Event description:
Additional information received states that the dlk has resolved and the patient has discontinued the use of the topical steroid eye drops. The patient has monovision.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4). The root cause could not be determined conclusively. Additional information has been requested. (B)(4).

Event description:
An optometrist reported diffuse lamellar keratitis (dlk) in a patient's left eye one day post lasik. Topical steroid drops were increased and put on a taper. Additional information has been requested.